Manufacturer narrative:
The hill-rom tech replaced the battery to repair the bed.

Event description:
Info received indicates the bed has no manual functions (no functions while using battery backup).